Event description:
It was reported by service report that the breakaway head section was damaged and missing internal screws and bolts on hinges. There was also a damaged siderail with exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section; exposed sharp edge on damaged siderail assembly.